Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received multiple inappropriate shocks due to double counting of atrial and ventricular events. Dislodgment was observed via chest x-ray. The lead was explanted and replaced. The patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.